Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead was explanted and replaced due to externalized conductors via review of x-ray during an elective ICD replacement. Patient was stable post-procedure.